Event description:
The patient was revised because of loosening of the glenosphere.

Manufacturer narrative:
The product associated with this report was not returned. A search of the complaint database did not show any other reports against this part and lot code combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.